Event description:
It was later reported that the patient had a routine pump refill on 2013 (B)(6) at which time the amount of medication withdrawn from the pump was the expected amount. The hcp at the refill clinic was unaware of the overdose and ER visit in march. At the refill the patient was doing well and receiving effective therapy.

Event description:
It was reported the patient was in the emergency room (ER) with symptoms of overdose. The patient arrived in the ER with symptoms of lethargy but was arouse able. The patient had a complete neurological workup which was negative and the ER healthcare provider (hcp) indicated that the patient believed he was getting too much drug. The pump was used to deliver morphine.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID: 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4).